Manufacturer narrative:
Additional manufacturer narrative: the subject device was not returned for evaluation as it remains implanted in the patient; multiple follow up attempts by edwards with the healthcare provider to obtain patient/device updates were declined. Stenosis of bioprosthetic valves can be due to multiple mechanisms such as leaflet calcification, host tissue overgrowth, fibrosis, and/or patient anatomical factors. The propagation of such mechanisms is related to several factors; patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Without return of device and evaluation (remains implanted), the specific root cause of this event cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will report updates on this case if received; no further action required at this time.

Event description:
It was reported by a surgeon via sales that a patient with an edwards aortic bioprosthetic valve now exhibits moderate to severe aortic stenosis after an implant duration of approximately three (3) years. Initial report suggests an explant is planned, but not yet performed. Records indicate, " an echocardiogram was performed and revealed mild to moderate concentric left ventricular hypertrophy, mild left ventricular dilatation, moderate left atrial dilatation and restenosis of the bovine pericardial bioprosthesis with an aortic valve area estimated at 0.8 to 0.9 cm2. Mild mitral insufficiency and mitral annular calcification were also demonstrated. Additional follow ups with the patient's cardiologist for updates and additional information were declined.